Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and instructed the caller on steps to follow, including returning the problematic pump. The customer acknowledged receiving the guidance and planned to contact a healthcare provider for backup insulin therapy options.